Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 562 mg/dl. The cause of elevated bg was unknown; however per customer's healthcare provider, customer was not following instructions on correcting bg levels via insulin. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 no permanent damage; however customer's bg was still elevated (over 400 mg/dl). Reportedly, customer reverted to manual injections for insulin therapy. Customer declined a system check with tandem technical support.